Event description:
It was reported that an interrogation noted episodes of possible atrial undersensing on stored electrograms. Also noted was a measurement of high left ventricular (lv) lead threshold. The atrial lead and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2016; dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.